Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly experiences a leak at the infusion site; not from the body but from the needle area. Customer reported the infusion set always leaks from the top of the headset; has occurred with multiple lots. No adverse event reported. Requested return of the alleged device for evaluation; will only be from current lot.

Manufacturer narrative:
Brand name has been corrected.